Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32mm annuloplasty band, after unloading the band onto the annulus, and during removal of the holder, a suture connecting the band to the holder was severed unexpectedly. As the suture was severed, the holder was pushed into the valve cusp, causing a hole in the posterior leaflet of the patient¿s native tissue. This hole was repaired with a pericardial patch and the band successfully placed without further incident. The physician indicated that, although unintentional, excessive force was likely placed on the holder which caused the incident. The physician stated there was no product issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection noted that the valve was received inside a plastic bag, further bagged inside a smaller clear plastic bag. Blood evidence was noted on the holder showing evidence of blood contact. One retention suture was cut with a sharp object, likely a scalpel, and the corresponding suture tip was smooth, indicative of a cut. The second retention suture was intact. Jagged suture tips were noted adjacent to the intact retention suture; and were broken rather than cut. There was damage on the snap fit cavity of the holder. Conclusion: investigation is ongoing, a supplemental report will be submitted should any new or additional information become available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32mm annuloplasty band, after unloading the band onto the annulus, and during removal of the holder, a suture connecting the band to the holder was severed unexpectedly. As the suture was severed, the holder was pushed into the valve cusp, causing a hole in the posterior leaflet of the patient¿s native tissue. This hole was repaired with a pericardial patch and the band successfully placed without further incident. The physician indicated that, although unintentional, excessive force was likely placed on the holder which caused the incident. The physician stated there was no product issue. No additional adverse patient effects were reported.